Event description:
It was reported that during an implant attempt, due to patient vein anatomy and trabecular malformation, the lead was dislodged while slitting. The physician then noted that the helix on that lead was damaged. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.